Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified, previously stented lesion in the moderately tortuous distal right coronary artery (rca). After placement of a balanced middle weight (bmw) guide wire, pre-dilatation was performed with a 2.5x12mm trek balloon dilatation catheter (bdc) at 8 atmospheres (atm). A 2.5x12mm xience xpedition stent implant was deployed at 14 atm, followed by deployment of a 3.0x15mm xience xpedition stent implant at 18 atm. Although there was no resistance advancing the 3.0x12mm nc trek bdc for post-dilatation, the proximal shaft separated. As the separated portion of the shaft was outside the patient, the bdc was withdrawn without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 3.0x12mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw); stent: 2.5x12mm xience xpedition, 3.0x15mm xience xpedition. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.